Manufacturer narrative:
(B)(4). Sample involved in this event was discarded and will not be returned. No failure investigation could be performed.

Event description:
The customer reported that during a manual bolus of fluorouracil with a 20 ml syringe, a leakage occurred between the smartsite and texium at y connection. No further leakage was observed when the texium was removed from the syringe and the bolus was re-administered. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. Although requested, no additional information provided.